Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report that the receiver displayed err67 on (B)(6) 2015. The patient's mother did not report injury or medical intervention. No additional patient or event information is available. The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on 12/28/2015 which did not confirm the reported event of a receiver error icon.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. The receiver log was reviewed and screen error alarms and firmware errors were observed. The reported event of an error icon display was confirmed during log review. A root cause could not be determined.